Event description:
It was reported during a routine check performed by the customer, the cs300 intra-aortic balloon pump (iabp) was showing autofill failure alarm. No patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer was sent to investigate. The fse states the error was produced during visit but no error was produced once functional checks were performed. The units safety disk is also due for replacement. The iabp was returned to the customer for use.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a